Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 732 mg/dl. The customer also stated that the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.